Event description:
A customer reported the uom setting of their freestyle flash meter changed from mg/dl to mmol/l in this locked meter. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Follow up report will be filed if product is returned for evaluation.